Event description:
Rapid response called for the pt on mechanical ventilation, due to the pt experiencing difficulty of breathing, changes in level of consciousness and bradycardia. Low volumes observed on the ventilator, despite adjusting ventilator settings. The pt bagged on 100% oxygen. Pt placed on a different ventilator and different settings were used to ventilate the pt. Pt remains at her baseline after the event. Low volumes observed on the ventilator, despite adjusting ventilator settings. Pt placed on a different ventilator and different settings were used to ventilate the pt. Pt remains at her baseline after the event. Volume transducer reading outside of specifications.